Event description:
A nurse reported a fluid leak connecting the product to the system during a cataract surgery. The surgery was completed after replacing the product with a new white-blue tube. There was no pt harm. The product sample has been requested for this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested but not received to date. (B)(4).